Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial is broken.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the complaint; a portion of the tapered section broke off. Evaluation by depuy metallurgy attributed the failure to mechanical overload. A two-year search of the complaint database did not identify a trend for this failure for this product code. In addition, the date code ht1107 indicates the instrument was manufactured in november of 2007 and is over 9 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.